Event description:
The customer reported that the ventilator alarmed due to a data acquisition pcb adc reference failure. A data acquisition pcb adc reference failure during normal ventilation operation may result in a vent inop condition. A vent inop will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use on a patient. The field service engineer (fse) replaced the data acquisition to motor controller cable to address the reported problem. The fse performed applicable testing and the unit passed and return the vent for patient use.

Manufacturer narrative:
Event date: (B)(6) 2014. Manufacture date: 12/03/2014. Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator alarmed due to a data acquisition pcb adc reference failure. A data acquisition pcb adc reference failure during normal ventilation operation may result in a vent inop condition. A vent inop will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use on a patient. The field service engineer (fse) replaced the data acquisition to motor controller cable to address the reported problem. The fse performed applicable testing and the unit passed and return the vent for patient use.